Event description:
Following the implant procedure, the patient experienced hemoptysis following a successful cardiomems implant procedure with no performance issues noted for the delivery catheter. The cause of the hemoptysis was not known. The patient was intubated and admitted for hospitalization.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, hemoptysis is a known inherent risk during a cardiomems sensor implant.